Event description:
The customer reported that due to the sudden release of the intellivue camlock mount, the mp60 monitor fell onto the patient's bed. The monitor fell indirectly onto the patient, and hurt the patient's forehead. The patient received simple and fast treatment by nurse in ICU (a band-aid was used for the injury). An x-ray was taken and there was no serious damage.